Event description:
It was reported that the clinic did not receive a carealert following a delivered therapy to the patient. Investigation will be ongoing as to possible reasons such as whether the patient was in range of the monitor and whether programs were set to alert for delivered therapy. There were no patient complications reported as a result of this event. It was further reported that investigative findings which looked at programmed settings within the implanted device did not indicate any incorrect monitor behavior.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.